Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had drive motor anomaly. The customer's blood glucose level was unknown. The customer stated that there was a motor error during priming. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No motor error alarm or insulin flow blocked alarm or no delivery alarm noted. The motor was tested outside of the device and passed. (B)(4).